Event description:
It was reported that when the customer opened the outer packaging of this device, the inner package label indicated a different model and lot number. The device was discarded and was not used. The packaging was discarded as well. The customer is unsure what lot number was on the inner and outer packages.